Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2025, due to performance decrement. The patient was re-implanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced prolonged intermittency with device use. Troubleshooting attempts were made; however, the issue could not be resolved. The patient underwent a skin flap reduction surgery on (B)(6) 2025, under general anaesthesia in hopes to resolve the intermittency, however, the issue persisted. The implanted device remains.

Manufacturer narrative:
Device analysis indicated device failure.